Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that themselves and their spouse had been testing and the results were confirmed negative by molecular (pcr testing) and other rapid antigen testing. 4 additional consumer events were communicated which are captured on a separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.